Event description:
The customer reported that during patient use an 840 ventilator had an erratic graphic user interface (gui) display. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to replace the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The customer reported to have replaced the gui cpu pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).